Event description:
Iabp inserted post angioplasty. During removal attempt on the following day, the iab catheter became stuck and surgical intervention was necessary to remove the balloon catheter. Operative note indicated that balloon was snagged on heavy plaque at the bifurcation of the common iliac artery.